Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2008. Subsequently, patient experienced a nerve deficit due to the procedure. No further information has been provided.